Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, low impedance, was unable to sense, and was unable to pace. The lead was capped and replaced. No patient complications have been reported as a result of this event.